Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a Spinal Cord Stimulator (SCS) explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2317-70,Serial Number: (b)(6),Batch/Lot Number: 5088006,Model/Catalog Description: INFINION CX LEAD KIT, 70CM,Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2317-70,Serial Number: (b)(6),Batch/Lot Number: 19907659,Model/Catalog Description: INFINION CX LEAD KIT, 70CM,Unique Identifier (b)(4) .D6b: Explant Date: 2021.Block B3: Exact date unknown, explant date used as the approximated date of event.